Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result: the down button is permanent active due to an external mechanic damage. As result of the defective button the pump correctly triggered an unclearable e8 error message. As further result of the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the button on the infusion device does not function; it is impossible to confirm the e8 (power interrupt). Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.